Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1820027) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of headache ("headaches") in a 43-year-old female patient who had essure (batch no. 761431,761531-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache (seriousness criterion medically significant), fatigue ("chronic fatigue") and gastrointestinal disorder ("intestinal problems"). Essure treatment was ongoing at the time of the report. At the time of the report, the headache, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered fatigue, gastrointestinal disorder and headache to be related to essure. The reporter commented: case was assessed as incident by the french health authorities. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of headache ("headaches") in a (B)(6) female patient who had essure (batch no. 761431) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache (seriousness criterion medically significant), fatigue ("chronic fatigue") and gastrointestinal disorder ("intestinal problems"). Essure treatment was ongoing at the time of the report. At the time of the report, the headache, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered fatigue, gastrointestinal disorder and headache to be related to essure. The reporter commented: case was assessed as incident by the (B)(6) health authorities. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.